Event description:
Customer reported the act and esc buttons are not responding. Customer stated the he had a battery out limit alarm when he changed the battery. Customer needs to program the settings and is unable to do so because buttons are not responding, numbers continue scrolling. Customer's blood glucose level was 165 mg/dl. Customer does not recall any significant even that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer declined to troubleshoot for battery out limit. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. All the operating currents are within specification. The device passed the self test. No unexpected battery out limit alarm noted. The unit was received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.